Event description:
It was reported that an increase in capture threshold was observed. Lead dislodgement was found. Outputs were increased until follow-up in january.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.